Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for molding defect - cracked shield with the incident lot was observed. Additionally, evaluation of the customer samples was performed and molding defect - cracked shield was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for molding defect - cracked shield with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and molding defect - cracked shield was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that one bd vacutainer® k2 edta (k2e) 5.4 mg blood collection tube has been found cracked before use. The following has been provided by the initial reporter: the shield was cracked.